Manufacturer narrative:
The test p-cap does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Insulin pump received with dog chew marks on the reservoir tube compartment, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damaged. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.